Event description:
Complainant alleged that during biomed testing, when the device was in pacer mode the stimulus markers were missing. Complainant indicated that there was no pt involvement in the reported malfunction.